Event description:
The surgeon implanted a silicone lens, lens stuck in the cartridge prior to insertion into the eye. No patient contact. Facility believes that this event is secondary to the cartridge.